Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 98 mg/dl. The customer could not recall any significant events leading to the alarm. The customer stated the insulin pump was placed behind their bra. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
No button error alarm noted. The insulin pump had intermittent response from down arrow button due to corroded keypad trace. The insulin pump had cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corner.